Manufacturer narrative:
Reported event: an event regarding instability and loosening involving a triathlon baseplate was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the device history records indicate devices were manufactured and accepted into final stock on with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that the patient's left knee was revised. As reported by rep: "she presented in 2021 with gross instability and a collapsed medial tibia. At time of surgery it was noted that the cement interface was loose. Cultures and gram stains were negative ruling out infection. We removed all but patella, revised to triathlon total stabilizer successfully." Primary and revision usage were provided. Spoke to the rep, who confirmed that no further information will be released by the hospital or surgeon.